Event description:
It was reported that during the procedure to implant a trial lead, the patient stopped breathing. The procedure was aborted. The patient's breathing reportedly resumed shortly afterwards, and he is recovering. The physician believes that the breathing issue was related to medication used prior to the procedure and plans to implant the patient at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.